Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged water is cloudy and has specs in water smells burning or smoke and device is noisy. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device. Moderate unknown dust/dirt contamination on all exterior surfaces of base unit was observed. Reddish-brown residue present under both accessory and sd card flip doors on ui panel, bottom enclosure, real panel air outlet and ui keypad. One of the bottom foot pads were missing. The manufacturer visually inspected the device internally and found unknown contamination in ui panel between top and bottom enclosures. Moderate presence of degraded sound abatement foam was observed. Degraded sound abatement foam was also observed within blower impeller. Noise and burning smell are likely attributed to sound abatement foam going into the blower motor. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation in the base unit and presence of contamination in the air path. Section h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions) were updated in this report.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.